Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition'), pelvic pain ('pain') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 essure conformation test were performed results shows left occlusion only, malposition. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (unilateral),oophorectomy (unilateral) and to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 27-aug-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, migration were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition') and pelvic pain ('pain/pelvic pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure confirmation test showed left tubal occlusion only" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("persistent bleeding"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (unilateral),oophorectomy (unilateral) on (B)(6) 2012 and to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she needs additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2012: essure confirmation test: left occlusion only, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition') and pelvic pain ('pain/pelvic pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure confirmation test showed left tubal occlusion only" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("persistent bleeding"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 23 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (unilateral),oophorectomy (unilateral) on (B)(6) 2012 and to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she needs additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2012: essure confirmation test: left occlusion only, malposition. Amendment: the report was amended for the following reason: this report was a duplicate to us-bayer (B)(4) (medwatch 3500a MFR number (B)(4) which will be deleted from bayer safety database after all information was transferred to this case us-bayer-(B)(4) which will be retained. New: for essure confirmation test result left occlusion only event was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.